Event description:
It was reported to philips that the system could not perform exposures. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, planned treatment procedure was performed by the customer and the procedure was completed as planned by moving the patient to another room. The philips field service engineer (fse) inspected the system on site and confirmed that the system could not perform exposures. Upon troubleshooting fse found that the anode drive unit (adu) certeray was defective. To resolve the issue, fse replaced adu and performed an exposure test. The defective adu was returned to philips for analysis and the cause of the failure could not be conclusively determined by the supplier's part analysis. The system was returned to use in good working order. The codes were updated based on the investigation outcome.